Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump demonstrated a no disposable alarm. The settings were reviewed and the pump was turned off and on, but the alarm persisted. The caller was instructed to power off the pump, clamp the tubing, remove the cassette, depress the green clamp, rub the tubbing and tap the cassette on a hard surface two times. A couple of tiny air bubbles were noted. The cassette was reattached, the clamp was opened and the pump was turned on, but the alarm still persisted. The caller was instructed to follow the troubleshooting steps two more times, but the pump continued to have the alarm for no disposable. The caller was instructed to power off the pump and clamp the tubing as they have their appointment today. No patient injury was reported.